Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 499 mg/dl. The customer treated with 0.2 units of bolus from the pump. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm was resolved by a complete set change. The customer was unable to troubleshoot because she changed the set. The customer does not want to return the reservoir for analysis. The customer was advised to call when the alarm occurs to troubleshoot.